Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south africa. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral impactor broke while impacting the femoral component. There was no consequences or impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.